Event description:
It was initially reported to target that during a procedure the idc coil jammed in the fastracker-18mx catheter. Upon evaluation on 10/07/1999 it was found that only the coil was returned inside the catheter, therefore this complaint became an MDR. The operation went successfully with another unit. This incident did not cause any harm to the pt, who was reported in good condition after the procedure.